Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during inferior vena cava filter retrieval, the device was advanced using the jugular vein approach. After multiple attempts, the wire loop broke on the device while the filter was being retrieved from the patient's body. Another operation was required to retrieve the filter.